Event description:
Review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. Upon eval, the belt failed incoming testing. The cause of the test failure is internally shorted components u727 and u728. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective component. The last pt to use the electrode belt did not report any deficiencies.